Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: unknown , UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency/urge incontinence. It was reported that patient stated after she left the hospital, she felt like she had to void, went to the bathroom and voided just a few drops. Patient stated she voided pretty much all the time for four hours so she was completely soaked through to her car seats. Patient stated she has a broken tailbone she did not have this. Patient stated she is in a lot of pain with all this. The patient's ens device keeps coming off. She was concerned her symptoms have returned but we checked her device and the therapy was off. We adjusted it to program 1 at 1.4 volts. The patient also stated that she has a lot of pain at the incision site and it is red. She believes it is infected. Patient stated she has diarrhea. Patient thinks the device came "undone" again because she had some leaks but the device is on and working. Additional information was received from the patient. They reported that her device keeps turning off in the my therapy application. The patient is able to turn the device back on and increase her stimulation back to a comfortable level but then the therapy turns back off.